Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 600 mg/dl. Customer experienced symptoms such as chest pains, vomiting, headache . The customer current bg level was 289 mg/dl .the customer was treated with manual injection. Customer also faced problem was alleges pump was under delivered .the customer stated that the drive support cap was protruded sticking out. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No under delivery anomalies noted. The drive support disk was inspected and no anomalies noted. However, unit received missing drive support sticker. Unit received with cracked reservoir tube lip and minor scratches on lcd window.